Manufacturer narrative:
This information is based entirely on an academic literature abstract. Multiple patients and manufacturers were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. The baseline age is approximately (B)(6) years old. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: abstract 18656: a decade of follow-up with excellent transmural atrial lead performance in complex congenital heart patients. Circulation 2012;126:21. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An academic journal abstract was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The abstract noted three patient deaths and patients that experienced lead fracture. It was noted by the author that the deaths resulted as one patient awaited a transplant, one was sudden, and one patient experienced a stroke. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.